Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, user and daughter-in-law reported a failed rewind during a supply change after forcing a cartridge into the ilet, which was removed immediately. The user's blood glucose (bg) was elevated, ranging from 342¿349 mg/dl and decreasing to 300 mg/dl, later reaching 182 mg/dl. The user called back for help connecting to the fsl3+ and was advised to contact their healthcare provider for guidance and to monitor with fingerstick. The user's lowest blood glucose (bg) recorded was 182 mg/dl and highest was 342 mg/dl. Bg was corrected naturally. No symptoms, outside assistance, or medical intervention were required or reported at the time of call.